Manufacturer narrative:
One opened soft tip cannula in a blister was received for the report of the cannula was incompatible with the system. The sample was visually and dimensionally inspected and was found to be conforming. The sample was then fit tested with a lab trocar cannula and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually, dimensionally and fit test conforming, therefore the sample incompatible with the system as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the soft tip was manufactured to specifications. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an ophthalmic soft tip cannula was incompatible with the entry system during a vitrectomy surgery. An alternate cannula was used in order to complete the procedure. There was no harm to the patient. Additional information has been requested.